Manufacturer narrative:
Follow up is still ongoing regarding whether the product is expected to be returned for analysis. The serial number is unknown as well. Upon the return of the product a supplemental report will be sent with the investigation results as well as a device history record review. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this evpsb220l, power supply of an ev1000a platform caught on fire. The device was removed immediately and no major incidents were reported. There was no injury to the patient or the staff personnel. Per further information provided, it was confirmed that the fire was only from the power supply and there were no sparks. There was no evidence of liquid dropped on the device. Follow-up ongoing regarding the device's availability for evaluation.

Manufacturer narrative:
Corrected data: reference: (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per new information received, there was no fire involved in this event with the power supply. There was only sparks caused by a short circuit. Additional information was received that the occurrence date of the event was (B)(6) 2020. The power supply is available for evaluation. Upon the return of the product a supplemental report will be sent with the investigation results.

Manufacturer narrative:
The power supply was returned for evaluation. The power supply was received with a power cord plugged into it. It was found that the power supply was burnt inside the ac cord port and the cord had a matching burn mark at that end. There was residue found on the cable and sem/eds testing was done. From the testing sodium and chlorine were found which suggests the presence of saline solution. Edward¿s operators manual has warnings that states "the monitor and power adaptors must be positioned in an upright position to ensure ipx1 ingress protection¿ and ¿shock or fire hazard! Do not immerse the ev1000 monitor, databox or cables in any liquid solution. Do not allow any fluids to enter the instrument¿. There is a caution statement that reads ¿do not allow any liquid to come in contact with the power connector. Do not allow any liquid to penetrate connectors or openings in the case. If any liquid does come in contact with any of the above mentioned items, do not attempt to operate the platform. Disconnect power immediately and call your biomedical department or local edwards representative." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.